Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a flogard infusion pump with a 63 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 63 was confirmed during device evaluation. The cause was identified as a damaged central processing unit (cpu) board. The cpu board was replaced to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.